Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
Boston scientific received information that this pacemaker battery remaining was dropping faster than expected. Reportedly device went from 8 years remaining to 4.5 years remaining in 3 months. Device data was analyzed and device malfunction was confirmed. Additional information was received. This device was explanted due to premature battery depletion. No additional adverse patient effects were reported.